Manufacturer narrative:
Manufacturing site evaluation: samples received: 30 unopened racepacks. Analysis and results: there are no previous complaints of this code batch. There are no units in our stock. Visual appearance of the closed samples received is as expected. Knot pull tensile strength testing of the samples received was completed and the results fulfill the requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. As stated in the instructions for use: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint not justified. Corrective/preventive actions: not applicable.

Event description:
Country of complaints: (B)(6). The thread is fraying.